Event description:
Procedure: low anterior resection/double stapling. According to the reporter: upon firing, staples were not formed properly. Anastomosis was performed again with a new device. No bleeding. No tissue damage. Nothing feel into cavity. No patient harm. Operating room time extension: unknown.

Manufacturer narrative:
(B)(4).